Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the monopolar curved scissors (mcs) instrument was stuck at a 90-degree angle. The surgeon had to remove the instrument with the cannula in order to remove the mcs. No fragments fell inside the patient. Due to the reported issue the procedure was delayed for greater than 30 minutes. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and nothing noticed, so it was inserted. The port incision was not enlarged in order to remove the instrument and cannula together. There were no fragments and no collisions. A partial nephrectomy was being performed, and the operation was prolonged by 31 minutes or more. There was a one-hour delay. The start of procedure 8:56 a.m., end of procedure 1:03 p.m. The patient was under anesthesia the entire time; however, the delay did not lead to intraoperative or postoperative complications. Fortunately, the instrument did not get stuck during a period of bleeding risk, but it caused a great deal of stress for the team as they tried to understand what had happened. The delay in the procedure is not likely to cause long-term complications for the patient.